Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller was showing that the patient was in the upright position, and that stimulation would change despite not changing positions. When the patient checked again they were still in the upright position only this time it would show that stimulation had decreased. It was noted that this issue has occurred 5 times in the last 6 months. The patient has adaptive stimulation programmed. The patient was advised to patient record dates and times of future occurrences. No further complications were reported.